Manufacturer narrative:
There is no established expiration date for the said device. Unk whether the initial reporter is a health professional or not. Further attempts will be made for this info. Device manufactured date is unk at this point. Evaluation summary - the said device was evaluated on 12/11/09. One side of the yoke failed causing the monitor on that side to fall. The other side of the yoke was still intact and allowed the nurses to get in place and hold up the other side of the yoke prior to the other side falling. When comparing the weld to the released drawing, the weld is not within specification. It appears that the cause of this malfunction was an insufficient weld. Further investigation and action is being conducted via CAPA (B)(4). There were no adverse consequences that resulted from this malfunction. This is not a single-use device.

Event description:
The initial reporter stated that within operating room (B)(6), the monitor fell from the universal yoke. After further investigation, it was identified that the malfunction was associated with the yoke and not the monitor. The malfunction was identified during room preparation for a case and no pts/users were adversely affected.